Event description:
It was reported that the patient¿s blood glucose level rose to greater than 25 mmol/l (450 mg/dl) while wearing the pod for longer than 72 hours. The patient reported that insulin was leaking, and they noted the cannula had dislodged from the pod site on their leg. The patient stated they tried to place it back in but to no avail. The pod was replaced and treatment was resumed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.